Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a right ventricular lead pacing/sensing impedance that was high and out of range. The lead would continue to be monitored. The possibility of revising the lead was explored but not done at this time. The patient was stable.